Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hemicolectomy procedure on (B)(6) 2017 and the suture was used. During the procedure, while the device was used inside the abdomen, the needle detached from the suture and it was lost sight. A cat was performed to trace the needle but it did not allow to find the needle. Additional information has been requested.